Manufacturer narrative:
An ultraflex tracheobronchial uncovered distal release delivery system was received for analysis; the stent was not returned. Visual examination of the device found several kinks on the shaft. No other issues with the device noted. The damage noted with the delivery system was consistent with excessive force being applied during use. However, the reported event of stent unraveled was unable to be confirmed because the stent was not returned for analysis. The root cause of the event could not be determined without an analysis of the stent. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on april 27, 2018 that an ultraflex tracheobronchial uncovered distal release stent was to be used to treat a stenosis in the left principal bronchus caused by lung cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight. According to the complainant, during the procedure, the stent was able to be deployed. However, the stent wires at the distal end was noted to have unraveled. The deployed stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 27, 2018 that an ultraflex tracheobronchial uncovered distal release stent was to be used to treat a stenosis in the left principal bronchus caused by lung cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight. According to the complainant, during the procedure, the stent was able to be deployed. However, the stent wires at the distal end was noted to have unraveled. The deployed stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.